Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, high capture threshold was observed on the atrial lead. The lead was repositioned a few times. The lead helix failure to extend and retract was also noted after multiple repositioning attempts. The lead was not used and was replaced. The patient was stable.